Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06916. Related manufacturer reference number: 2938836-2019-06918. It was reported that when the patient presented at a follow-up in-clinic, the right atrial, right ventricular and left ventricular leads were found to be dislodged under fluoroscopy due to twiddler¿s syndrome. It was attempted to reposition the right ventricular lead but the stylet got stuck inside the lumen and the entire lead was subsequently removed. The atrial lead was also removed and further inspection revealed that the helix would only extend with torsion to the lead. Both the right ventricular and atrial leads were replaced while the left ventricular lead was re-positioned successfully. The patient was stable after the procedure.